Event description:
Spontaneous: patient reported that the cleo tubing sometimes comes off from the pump while in use and she feels that it pulls the subcutaneous site too hard when changing tubing. Field nurse informed to contact patient for alternatives. Patient does not have information about the tubing that she was referring to: did the reported product fault occur while in use with a patient? No, no missed doses reported; "did the product issue cause or contribute to patient or clinical injury? No, no adverse event reported; is the actual device is available to be returned for investigation? No; is the infusion life­ sustaining? Yes; what is the outcome of the event? Resolved? Ongoing. Reported to (B)(6) by pt/caregiver.